Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (50 mg/ml at 3.498 mg/day) via an implantable pump for spinal pain. It was reported the patient had severe problems with the pump. It was stated the patient had moved to (B)(6). Before they left, the hcp put in a higher level "or" morphine, but left the flow rate the same. It was stated the hcp filled extra medicine in the pump before they went to (B)(6) so it would last until (B)(6) 2018. It was reported the printout said "(B)(6) 2016," and it had an elective replacement indicator (eri) estimate of 25 months. The patient heard the single tone and dual tone alarm go off in the pump; this was reported to have occurred in (B)(6) 2018. The patient thought it meant the battery was dead. A change in therapy effect was reported. The patient called their hcp, who said they were going through slight withdrawal. The patient was in and out of the hospital, and they were on oral medication to help with the pain; this was reported to have occurred in (B)(6) 2018. It was stated the patient was loaded up on oxycontin. There were reported symptoms of swollen legs/legs swelled, vomiting, and nausea; this was reported to have occurred in (B)(6) 2018. The patient stated it hurt all around the pocket of the pump, and the patient held the pump like a baby; this was reported to have occurred in (B)(6) 2018. The patient sometimes got bruising around the pump on the skin; this was reported to have occurred the last month and a half. The patient wanted to get the pump removed because it hurt. Additionally, it was reported the patient thought they had cancer. They had an appointment with a neurosurgeon on "friday." It was also stated the patient said they were told if they didn¿t have the pump removed it would cause an infection. No further complications were reported.